Event description:
Rptr suffered the following: profound fatigue, multiple calcifications, swollen lymph nodes under rt arm, headaches, arthralgia, myalgia, dry eyes, difficulty sleeping, and nerve problems "numbness etc...". Implants were removed and shell was found to be extremely fragile. Implant was oozing silicone.